Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an attempt was made to interrogate the device and an error message appeared indicating incorrect device parameters were found. Technical support was contacted and confirmed a telemetry anomaly which may have resulted in the error message. The patient was stable with no consequences.